Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, e4, h2, h3, h4, h6, h8, h11 the device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the image was not displayed identified during the device evaluation. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the malfunction scope communication error was not identified as no problem detected, the most probable root cause of the malfunction image not displayed was due to damage on plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the gastrointestinal videoscope had error message b30 (scope communication error). The issue occurred during inspection for use. There were no reports of patient harm.